Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the 12v battery failed manufacturing test. Since the event occurred during testing, there was no patient involvement during this event.